Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed abrasion on all tubes of the pump. No functional abnormalities are noted with the pump. The information received indicated the pump was not able to be activated, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the one touch pump was unable to be "pumped." Unable to " unlock/activate the pump." The device was explanted and replaced with another inflatable device.